Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse identified errors between the axes controller platforms (acp) 4 and 5, and also on the axes controller unit (acu) board. The fse replaced three fiber cables to resolve the issue. The system was tested and verified as ready for use. The affected parts involved with this complaint are field scrap items and will not be returned to isi for further investigation. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted pulmonary lobectomy surgical procedure, the system had a non-recoverable error. The surgeon switched out the patient side cart (psc) to continue the procedure robotically. An intuitive surgical, inc. (Isi) technical support engineer (tse) reviewed the system logs and noted possible fiber cable communication issues. There was no patient injury.